Event description:
The event is reported as: the customer alleges that the heater alarmed and the respiratory therapist checked the circuit and found it to be cold. The respiratory therapist noted that the plastic portion of the circuit broke apart (near the temperature probe connection on the circuit. A new circuit was placed with issues. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided.